Event description:
She tested 12mg/dl, 161mg/dl, and 189mg/dl within 10 minutes. She states that she is unsure if she is dosing the strip correctly. Customer reportedly took 2 glucose tablets due to obtaining the result of 12mg/dl. She states that approximately 2 hours later she went to the hospital, tested 195mg/dl on their device and adjusted her bolus based on this result. No adverse event reported and no medical treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.